Event description:
Pt implanted 02/10/1998 in oral commissures. Onset of wound drainage, implant extrusion and infection 04/09/1998. On 04/09/1998 treated with duricef and cipro on 04/17/1998. The implant was explanted 04/21/1998.